Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2018, the subject was referred for cardiac catheterization. The target was located in the middle right coronary artery (rca) extending up to distal rca with 100% stenosis and was 52 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 32 mm and 3.00 mm x 24 mm promus premier stent systems. The residual stenosis was noted to be 0% and post-dilatation was not performed. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject died. No action was taken to treat the event and the primary cause of death is unknown. It is unknown if an autopsy was performed.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital . E1 - initial reporter phone: (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2018, the subject was referred for cardiac catheterization. The target was located in the middle right coronary artery (rca) extending up to distal rca with 100% stenosis and was 52 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 32 mm and 3.00 mm x 24 mm promus premier stent systems. The residual stenosis was noted to be 0% and post-dilatation was not performed. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject died. No action was taken to treat the event and the primary cause of death is unknown. It is unknown if an autopsy was performed. It was further reported that the primary cause of death was pulmonary heart disease. The event of pulmonary heart disease and death are considered not related to the study device.